Event description:
Reportedly, on (B)(6) 2020, the subject device was implanted as a replacement of a pacemaker that was eol (end-of-life). The existing leads remained in place and were connected to the new device. In the phase between disconnecting the old device and successfully connecting the new device, there was an expected pause of about 20-25 seconds (with no escape rhythm). A follow-up post implant, revealed normal values and normal pacemaker functionality. Later during the day, the patient was transferred to the retirement home. In the evening, the patient started feeling unwell, an emergency services was called and then the cardiologist. When the cardiologist arrived, he saw only single spikes (probably the atrial spikes). There was a poor escape rhythm and sequences of ventricular arrhythmia. Shortly thereafter the patient died. The pacemaker was explanted and the leads were cut. The distal parts of the leads remained connected to the pacemaker. After explantation, it was observed that the is-1 plug of the ventricular lead was not fully inserted in the corresponding port. The physician indicated that at implant the lead was inserted in the pacemaker header and that at the end of the screwing procedure (for both leads) the screwdriver made the usual click sound.

Manufacturer narrative:
Preliminary analysis did not reveal any issue on the returned device; the cause of the reported issue is attributable to a lead connection issue.

Manufacturer narrative:
Please refer to the attached anaysis report.

Event description:
Reportedly, on (B)(6) 2020, the subject device was implanted as a replacement of a pacemaker that was eol (end-of-life). The existing leads remained in place and were connected to the new device. In the phase between disconnecting the old device and successfully connecting the new device, there was an expected pause of about 20-25 seconds (with no escape rhythm). A follow-up post implant, revealed normal values and normal pacemaker functionality. Later during the day, the patient was transferred to the retirement home. In the evening, the patient started feeling unwell, an emergency services was called and then the cardiologist. When the cardiologist arrived, he saw only single spikes (probably the atrial spikes). There was a poor escape rhythm and sequences of ventricular arrhythmia. Shortly thereafter the patient died. The pacemaker was explanted and the leads were cut. The distal parts of the leads remained connected to the pacemaker. After explantation, it was observed that the is-1 plug of the ventricular lead was not fully inserted in the corresponding port. The physician indicated that at implant the lead was inserted in the pacemaker header and that at the end of the screwing procedure (for both leads) the screwdriver made the usual click sound.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the subject device was implanted as a replacement of a pacemaker that was eol (end-of-life). The existing leads remained in place and were connected to the new device. In the phase between disconnecting the old device and successfully connecting the new device, there was an expected pause of about 20-25 seconds (with no escape rhythm). A follow-up post implant, revealed normal values and normal pacemaker functionality. Later during the day, the patient was transferred to the retirement home. In the evening, the patient started feeling unwell, an emergency services was called and then the cardiologist. When the cardiologist arrived, he saw only single spikes (probably the atrial spikes). There was a poor escape rhythm and sequences of ventricular arrhythmia. Shortly thereafter the patient died. The pacemaker was explanted and the leads were cut. The distal parts of the leads remained connected to the pacemaker. After explantation, it was observed that the is-1 plug of the ventricular lead was not fully inserted in the corresponding port. The physician indicated that at implant the lead was inserted in the pacemaker header and that at the end of the screwing procedure (for both leads) the screwdriver made the usual click sound.